Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2013 (B)(6); 4076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the post implant, the patient was experiencing diaphragmatic stimulation from the right ventricular (rv) lead. Patient feeling heart pacing below left breast which can be palpated. The rv pacing amplitude on the device was decreased and the lead remains in use. The patient is enrolled in the attain performa clinical study. No further patient complications have been reported as a result of this event.